Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated damage at implant. Lead returned with the helix was damaged, extrinsic/compression due to over-retraction.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during an initial implant the helix at the distal tip of the lead was deployed twice but would not retract for a repositioning attempt. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.